Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the annular rupture was attributed to the patient¿s severely calcified annulus and lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After successful deployment of the 23mm sapien xt valve, the patient sustained an annular rupture. Post deployment, the patient's blood pressure dropped dramatically. Echocardiography indicated a cardiac tamponade and angiography demonstrated a contrast jet into the pericardium near the left main coronary artery. A pericardial window was placed to drain the blood, and blood products were given in attempt to stabilize the patient. The patient could not be stabilized and expired. The annulus measured 18.1mm by tee and 18.2mmx22.9mm with an area 320.9mm2 by CT. The patient had severe aortic calcification, bulky leaflet calcification and moderate aortic root calcification. The sinotubular junction (stj) was also noted to have had moderate calcification and measured 20mm. The annular rupture was attributed to the patient¿s severely calcified annulus and lvot.